Event description:
The device was used to confirm asystole on a pt that had expired. It was reported that after the recorder strip was printed, the device was reconnected to the auxilliary power supply in the vehicle. After a few seconds, the device allegedly began to burn. The rptr stated the alleged malfunction had no adverse effects on pt care.

Manufacturer narrative:
Except as provided by cfr 803.56, physio-control does not intend to submit additional information on this event to FDA. Section h. An examination of the device found extensive heat damage to the main printed circuit board, wire harness and to the upper and lower case enclosure. The evaluation determined that the damage was too extensive to conclusively determine root cause of the malfunction. The device was replaced with a new device and will not be returned for use.